Event description:
Infection right knee, unable to walk, right leg pain, right knee swelling. Info was rec'd on 19 september 2006 from a consumer regarding a female pt with a history of osteoarthritis of the knee who after a single synvisc injection experienced right knee infection, the inability to walk, right leg pain, and right knee swelling. She began treatment with synvisc in 2006. The pt rec'd 1 synvisc injection into her right knee. The next day, she experienced pain in the right leg and swelling in the right knee area. The pt was unable to walk. The following day the pt was taken to the ER and subsequently admitted to the hosp that same day. The pt had a knee tap which indicated an infection. Antibiotics and pain medication were administered. As of two days later the pain had resolved, but the swelling was still prevalent.

Manufacturer narrative:
Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.